Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving stimulation after being attacked. The pt's lead was replaced with a new one, which resolved the issue. Please see MFR report 1627487-2013-26039 for ipg explant.